Manufacturer narrative:
Based on the claim against the product by the customer noting an error 32097, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the vision side cart (vsc) was not connecting to onsite. The local hospital resolved the issue. The fse replaced universal surgical manipulator (usm 1) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The usm was analyzed and the reported error 32097 was found to be confirmed in the field via remote fe but not replicated in-house. The usm was tested on an in-house system where there were no triggered errors. The usm was also tested on a psc fixture test platform (pftp) were no failures occurred. The technician ran the usm fiber power trend report and observed decaying fiber issues on the clock spring, parallelogram, and rolling loop. The technician opened the unit to observe the connections and all fiber and flat flex cables (ffc) connections were seated properly. There was also no fluid intrusion present. As a precaution, the clocks spring, parallelogram, and rolling loop will be replaced. The complaint regarding error 32097 was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 32097 on the usm 1 related to the reported complaint. An event verification confirmed the ventral hernia tapp procedure was performed on the reported event date (B)(6) 2022 on system sk1881. The probable root cause is attributed to a component failure as the error was confirmed and the clocks spring, parallelogram, and rolling loop would be replaced to resolve the issue as a precaution. This complaint is reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the system had an error 32097. The customer disabled the arm to continue with the procedure. At the end of the procedure, the customer would take a picture of the error logs. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the event occurred during a ventral hernia procedure on (B)(6) 2022. The procedure was completed robotically with the 3 arms after disabling the arm. There was no patient injury.

Manufacturer narrative:
On 27-dec-2022, the following additional information was obtained from the failure analysis investigations: the universal surgical manipulator (usm) unit was analyzed and the reported errors 32097 and 31226 were confirmed in the field via procedure log review, but not replicated in-house. The unit was tested on an in-house system where there were no triggered errors. The unit was also tested on a psc fixture test platform (pftp) where no failures occurred. The technician opened the unit to observe the connections and all fiber and flat flex cables (ffc) connections were seated properly. There was also no fluid intrusion present. As a precaution, the parallelogram and rolling loop will be replaced. The clock spring will also be replaced due to the usm power trend showing decaying fibers.

Event description:
Refer to h10/h11 for follow-up information.